Event description:
The customer reported that during a sleeve gastrectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. The generator was set at two bars. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2012. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report. The IFU for this device instructs the user to increase the power setting to three bars to increase fusion time for larger tissue bundles.